Event description:
During a right leg angiography procedure, a 4-french introducer sheath was used for the procedure. The guidewire was retained. Dates of use: 2008. Diagnosis or reason for use: angiography right leg.